Event description:
This rv lead was implanted on (B)(6) 2002, and remains implanted at this time. A call was placed to technical services on (B)(6) 2018, stating that a lead safety switch was noted. And ventricular events do show choppy pattern of minute ventilation (mv oversensing). Pauses around two seconds was also observed. This event occurred at (B)(6). The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).